Event description:
The customer reported not being able to clear the threshold suspend screen from the insulin pump. The customer stated the alarm occurred after battery change. The helpline assisted the customer with troubleshooting. The customer was advised to monitor the insulin pump. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.